Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner. The event description provided states that the onset of iol opacification was observed approximately 1.5 years after cataract surgery and iol implantation. The patient medical history received identifie s that the patient has primary angle glaucoma and dry eye. The healthcare facility reports that although there is not a significant loss of visual acuity the patient was experiencing a high sense of discomfort and photophobia. On (B)(6) 2025, rayner was advised that the patient had undergone iol explantation around a week earlier. The device had been intended for return to rayner; however, has been lost in transit and is therefore unavailable for evaluation. Rayner has never had a confirmed case of primary calcification relating to a rayner iol. Rayner has made no material processing or packaging changes that may have negatively affected our iols. Secondary calcification affects many manufacturers and is a phenomenon that is not fully understood; it is known that it stems from changes in the eye's environment due to patient comorbidity, secondary surgeries and potentially other, poorly understood interactions: off label use of intracameral alteplase (actilyse) (rtpa), multifactorial, high phosphate content ophthalmic viscoelastic devices , repeated exposure to intracameral air, raised intraocular pressure, excessive post-operative inflammation, complicated, traumatised eyes, as a result of direct contact between the iol surface and the exogenous gas or substance, a metabolic change in the anterior chamber due to the presence of exogenous gas/substance in the eye or an exacerbated inflammatory reaction after multiple surgical procedures, trauma or repeat surgery involved in re-bubbling potentially disrupting the blood aqueous barrier, increasing concentration of calcium ions. It is possible that the patient's pre-existing medical history of primary angle glaucoma and dry eye may be a contributory/causative factor of iol opacification in this case. Our review of production records for the rayone emv rao200e batch 072195004 showed that all manufacturing and quality checks were conducted with successful results. A review of vigilance data confirms this is an isolated event. No other incidents, of any type, have been received against the rayone emv rao200e batch 072195004. Without the ability to examine the device the verbatim report of iol opacification cannot be verified.

Event description:
On (B)(6) 2025, rayner received notification from its distributor in argentina of an event that occurred following implantation of a rayone emv rao200e. The event description provided states that post-operatively, the patient reported visual disturbance and impairment and that examination has identified the development of lens opacification. On (B)(6) 2025, rayner was notified that the lens had been explanted. Following this, the case was immediately re-assessed as reportable.